Manufacturer narrative:
As received, visual inspection showed the returned lead (a) found some kinks on the outer tubing and all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-23962. It was reported the patient experienced high impedances due to the leads being fractured. Fracture was confirmed by x-ray. Surgical intervention took place wherein the leads were explanted and replaced. Effective therapy was established.